Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-15036. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented for a follow up. The ICD had a low battery voltage value. The physician elected to explant and replace the ICD. The patient was good after the event.